Event description:
It was reported that a miniarc sling was implanted on (B)(6) 2008. The attorney for the plaintiff has alleged that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, and other injuries" as a result of the implanted mesh it was also alleged that " the plaintiff has suffered significant harm, conscious pain and suffering, physical injury and bodily impairment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.